Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 2000017423/2000017422. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.